Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis ((B)(4)). The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged from the hospital. The aneurysm diameter measured 56 mm. On (B)(6) 2011, at a follow-up study, the aneurysm diameter measured 56 mm. On (B)(6) 2011, at a follow-up study, the aneurysm diameter measured 56 mm. On (B)(6) 2012, at a follow-up study, the aneurysm diameter measured 59 mm. A type iii endoleak was found. The physician decided to take a wait-and-see approach. On (B)(6) 2012, the patient was taken to a hospital and was diagnosed with an aneurysm rupture. The patient expired due to blood loss.